Event description:
It was reported that the customer's pump displayed an unexpected reset screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.